Event description:
A 20 french foley was placed in a patient as a gastrostomy tube, due to unsuccessful attempts to advance orogastric and nasogastric tubes. The foley was advanced through a small hole with 10 ml in the balloon to provide some counter pressure. The gastrostomy tube, which was a foley catheter, came out of the stomach and was in the space between the stomach and the abdominal wall. The tube balloon was not inflated. The balloon was checked and it was intact, unruptured, and without a leak. The patient's abdomen contained barium and tube feeds.